Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 10:27:25 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:22:24 am. A total of 1.9484 units of basal were delivered on (B)(6) 2020 by 10:20:01 am, approximately 2 minutes before the low bg. On (B)(6) 2020, user made a bolus request of size 4.6 units, approximately 2 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.